Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was cut at j501, damaging all the wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.